Event description:
It was reported that revision surgery was performed due to breakage of the femoral stem after the patient sustained a fall. It is unknown if the breakage of the stem occurred prior to the fall or after it.